Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd tube k2edta plh 13x75 2.0 plbl lav cn there was a low draw. Patient was redrawn. The following information was provided by the initial reporter, translated from chinese to english: at 8:42 on (B)(6) 2023, when the nurse gave the patient venous blood collection according to the doctor's advice, the negative pressure of the purple tube of the disposable vacuum blood collection tube was too low, which made it impossible to continue drawing blood when 0.5ml of blood was drawn, and replaced it with a new one immediately. Test tube, good blood flow, well explained to the patient, the patient has no objection.

Event description:
It was reported that during use with bd tube k2edta plh 13x75 2.0 plbl lav cn there was a low draw. Patient was redrawn. The following information was provided by the initial reporter, translated from chinese to english: at 8:42 on (B)(6) 2023, when the nurse gave the patient venous blood collection according to the doctor's advice, the negative pressure of the purple tube of the disposable vacuum blood collection tube was too low, which made it impossible to continue drawing blood when 0.5ml of blood was drawn, and replaced it with a new one immediately. Test tube, good blood flow, well explained to the patient, the patient has no objection.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.